Manufacturer narrative:
Other, other text: a4: weight: unknown. A5: ethnicity: unknown. D4: model number: unknown. D4: serial number: unknown. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the patient states that on saturday 2022 she had a no disposable pump alarm and mixed a new cassette and used her back up pump to resolve. She states that she tried resetting the pump and reattaching the cassette three times and it did not work. She did not try to active cassette on the back up pump. We do believe this is a cassette issue, not a pump issue. But have sent the back up pump for peace of mind for patient. Lot number of cassette was unknown. Event is for cassette only. No other information known at this time. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. Return tracking information is not available. No additional information is available at this time. The reported product fault did occur while in use with the pt. Product issue did not cause or contribute to patient or clinical injury. The actual cassette is not available for investigation. The cassette was replaced, and the patient does have additional cassettes they were able to switch to. The patient was able to successfully continue their life sustaining infusion. The outcome of the event was resolved.

Manufacturer narrative:
UDI and catalog information are unknown. Premarket (510k) number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.